Event description:
It was reported that during a coronary stent procedure using the radial approach, the stent moved on the delivery device. The lesion was pre dilated and the physician experienced difficulty advancing the delivery/stent device. During withdrawl resistance was felt and upon removal it was noted that the stent had moved on the delivery device. Another manufacturer's stent was succussfully used to complete the procedure.